Event description:
It was reported that an occlusion alarm previously occurred. Customer resolved the issue and continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.